Event description:
I had breast implant surgery. They are saline implants and immediately after had the following symptoms: neck pain; back pain; numbness in arms, hand, and legs; heart palpitations; breast pain from capsular contraction, anxiety attacks; pain on ribs; and pain in boobs. FDA safety report ID# (B)(4).